Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed..

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the choledocus during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician attempted to remove the guidewire, the ptfe coating had peeled and the hydrophilic tip detached, exposing the tip of the metal corewire. The detached tip was left to pass naturally. Since the patient presented high level of crp, a biliary stent was deployed as an intervention to prevent worsening of his pancreatitis thus completing the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.